Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that customer had plunger rod issues. Model pcb00 monofocal iol (intraocular lens) made contact with patient's right eye (od) as lens was removed and replaced during the same procedure. Procedure was completed successfully with backup lens. There was no surgical intervention was required and patient was doing good when discharged. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 02/13/2019, device returned to manufacturer: yes. Device evaluation: sample was received at manufacturing site. The pcb00 product was returned in its original package. Visual inspection using magnification was performed to the returned sample: the plunger and pushrod were observed in advanced position. Residues of viscoelastic material were observed on cartridge. No damaged was observed in the cartridge. The lens was observed stuck in cartridge. Part of the lens was also observed exposed at the cartridge tip section. As part of the visual inspection, the preloaded device was disassembled to address the reported issue: the plunger and pushrod were observed in good condition. The threads of the injector, upper and lower body of the device were correctly engaged and were in a good condition. No defects were observed in the lower body lid engage pin and rings. The lens was observed damaged and both haptics were observed detached. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported as iol partially delivered was verified, but the plunger rod issue was not verified. Based on the investigation result, there is no indication of quality deficiency. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed no additional investigational request for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.